Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence; and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence. It was reported that the patient had a concurrent procedure of a laparoscopic tubal ligation performed during mesh implantation. It was reported that following insertion the patient experienced localized pelvic pain, erosion, vaginal bleeding, chronic vaginal drainage, painful intercourse, and recurrence of urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2010. No additional information was provided (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to pelvic pain and erosion patient underwent revision/excision of mesh on (B)(6) 2010.